Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown issue with the transmitter. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review did not confirm the reported event of an unknown issue with the transmitter on transmitter (B)(4), but did confirm a loss of connection on (B)(4). A root cause could not be determined via data. The reported issue of an unknown issue with the transmitter is reportable based on the finding of permanent connection loss.